Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported that when the patient connected to their implantable neurostimulator (ins) with a patient controller that ¿1 ma was seen on the controller, while 7.2 ma was programmed.¿ when the patient used the increase button on the controller once, the stimulation immediately jumped to the programmed 7.2 ma and the patient felt a short shock. It was noted that the issue was experienced with two different controllers and that adaptivestim was not enabled. It was also reported that the patient ¿sometimes also felt a shocking sensation when not adjusting any therapy settings¿ and not using the patient controller. Troubleshooting recommendations were made to the hcp to interrogate the ins with a clinician programmer to check and/or reprogram the ins and also to palpate the system to see if any sensations could be provoked. No further complications were reported or anticipated.